Manufacturer narrative:
The received device had the cannula assembly deployed. Initial observation of the device found a crack in the top housing of the device that allowed fluid to enter the device. This fluid lead to corrosion forming on the pcb and batteries. The device was unable to establish connection with the master pdm and no data was able to be downloaded from the device due to the corrosion on the pcb. The battery seals were found to be discontinuous around the circumference of the batteries due to the corrosion. It cannot be conclusively determined what caused the crack in the top housing. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 267 mg/dl after wearing the pod between 4 and 24 hours (arm). The father saw liquid inside of the pod during a check while the patient had been swimming.